Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the sales representative that the cath lab inserted an intra-aortic balloon (iab) in the femoral artery and it failed to unwrap. After multiple attempts, including hand inflation to get it to unwrap and after having multiple high pressure errors, the iab was removed. The staff reported that you could see that half of it wasn't inflating under fluoroscopy. A new iab was placed in the same insertion site through a new sheath and functioned properly without incident. There was no death, injury or complications. There was a reported five minute delay in therapy with no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of balloon would not inflate completely is not confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported by the sales representative that the cath lab inserted an intra-aortic balloon (iab) in the femoral artery and it failed to unwrap. After multiple attempts, including hand inflation to get it to unwrap and after having multiple high pressure errors, the iab was removed. The staff reported that you could see that half of it wasn't inflating under fluoroscopy. A new iab was placed in the same insertion site through a new sheath and functioned properly without incident. There was no death, injury or complications. There was a reported five minute delay in therapy with no harm to the patient.